Event description:
It was reported that the patient stated that her stimulator spontaneously turned off. It had happened about 3 times in the past year . The patient stated that she turned the stimulator back on with her patient programmer and it comes back on. The patient¿s status at the time of report was alive with no injury. No patient symptoms or complications were associated with this event. The patient was receiving effective therapy with the stimulator. The only complaint was that the stimulator turned off spontaneously. The only component that was involved in the patient¿s stimulator that was still implanted. The stimulator at the time was not going to be explanted. The patient was receiving effective therapy. No trouble shooting had been done. The cause of the event had not been determined.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).